Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. In addition, the customer stated the pump battery dropped from 35% to 20% after being connected to a power source. The battery gauge later jumped from 35% to 100%. Customer reported blood glucose level was 129 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.